Event description:
Caller alleged discrepant results comaped with the lab. Results as follows: date: 2007, inratio 2.4, 2.6. Lab: 7.3, 7.5. Date: two days later, inratio: 2.2, lab: 8.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 2.4, 2.6, lab: 7.3, 7.5, mean: 4.85, 5.05, confidence limits: 2.8-7.2, cannot be determined. Date: two days later, inratio: 2.2, lab: 8.7, mean: 5.45, confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limit cannot be determined for the second and third sets of data. On the same day, per text "drs were concerned about the result because the pt was bleeding, there were traces from the bowel." On five days later, per text "a pt tested on the inratio at 2.2 but was bleeding at the time so was sent to hospital where his inr was 8.7." This is adverse event case. Products will be tested when returned.